Event description:
It was reported that the distal end of the secondary tubing snapped off when going to attach to the primary tubing. The secondary tubing set was dry, and without fluid in it yet. Although requested, there is no further patient or event information available.

Manufacturer narrative:
The customer¿s report that the distal end of the secondary tubing snapped off when going to attach to primary tubing was confirmed. During visual inspection, it was noted that the tubing is completely separated from the distal male luer lock both sides of the tubing had insufficient solvent applied at the engagement during manufacturing process. There were no other anomalies observed with the returned set during initial inspection. Functional testing was not necessary as it is obvious that a leak would occur as a result of the separation. A dimensional analysis was performed on the tubing and the tubing measured to be within specification. The root cause was identified as a manufacturing issue due to insufficient solvent being applied at the junction of the tubing to male luer due to equipment and/or operator error.

Manufacturer narrative:
Device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the distal end of the secondary tubing snapped off when going to attach to primary tubing. Secondary tubing set was dry, without fluid in it yet.